Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is assumed that the damage was thermally and mechanically induced. It is not possible to say whether there was prior damage or wear to the insulating insert, whether the damage was triggered during the last preparation cleanning, desinfection and sterilization (cds) of the instrument or during the last procedure. The reported error description is most likely due to the effect of a large mechanical force caused by an impact, fall or collision with other devices. Depending on the age of the item, the fault is due to wear and tear, frequent use and lack of maintenance. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the hysteroscope's tip at the end of sheath broke off. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.